Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was in the watering pool and the insulin pump alarmed. Customer had gone in the water before. Customer had a critical pump error alarm. Customer changed the battery at 10am today and had no other alarms. Customer's mother reported seeing condensation in the screen. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.

Manufacturer narrative:
The pump was received with a critical pump error due to a corroded electronic assembly. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current, and active current measurement tests due to the critical pump error. No moisture damage was found on the keypad assembly. However, moisture damage was found on the motor and the force sensor during visual inspection. The pump was received with a scratched case, a cracked case behind the pump near the battery compartment, a stained serial number label, a pillowing keypad overlay, and minor scratches on the lcd window.